Event description:
It was reported that there is internal rattling. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the aix mix control knob was missing and the serial number label was hand written and illegible. There was no evidence to review in the device's event history log. An internal inspection was performed and the reported issue was duplicated. The most probable cause of the reported issue was due to user interface. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4 UDI (B)(4).